Event description:
The patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded 29 months after index surgery: cobalt - 28; chromium - 2.8; esr - 20; crp - 0.2. Infection was diagnosed - organisms. (B)(6). The revision was 1 stage revision followed by 6 weeks linexolid (antibiotic) treatment. The patient was reported to be symptomatic.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck left hip. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): hospital policy.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded 29 months after index surgery: cobalt - 28; chromium - 2.8; esr - 20; crp - 0.2. Infection was diagnosed - organism s. Epidermidis, s warneri. The revision was 1 stage revision followed by 6 weeks linexolid (antibiotic) treatment. The patient was reported to be symptomatic.